Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the pin joining the jaw to the rod-link was broken which is indicative of excess force by user facility personnel. The cause of the reported event was attributed to user error. The flat nose dissector IFU states, "avoid mechanical shock or overstressing the devices; this will cause damage." A complaint review was performed and confirmed this to be an isolated event for the subject lot. Steris offered in-service training on the proper use and operation of the flat nose dissector, specifically on not overstressing the device, however the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the tip of their flat nose dissector broke. The procedure was completed successfully using a different device following a short delay. No report of injury.